Event description:
Product used to flush PICC line after surgery to remove inner lining of wrist bone. Each time, within three minutes of use, users hand swells, turns purple, gets stiff, and user experiences hot shooting pains in the hand. Also coughing.

Manufacturer narrative:
It has not been conclusively confirmed that this was the actual lot used by the contact. Bd has not received any other customer complaints regarding (B) (4) lot # 804311c. A review of the manufacturing records did not reveal any anomalies in the production of this lot. Furthermore, an investigation of the product components did not produce any data to suggest a component related issue. All required testing, including ph, sterility, endotoxin, nacl, heparin assay and particulates, was conducted on this lot and the obtained results met the documented acceptance criteria. Heparin lot ph-63307, used in this lot has been released by qa based on the nmr and ce tests, the data certified and provided to the FDA.